Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, dissection that was possibly caused by the enroute 0.014" guidewire was identified during access of the lesion. The physician reported that the patient had a heavily calcified lesion that was difficult to cross with the enroute 0.014" guidewire and multiple third-party guidewires. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, dissection that was possibly caused by the enroute 0.014" guidewire was identified during access of the lesion. The physician reported that the patient had a heavily calcified lesion that was difficult to cross with the enroute 0.014" guidewire and multiple third-party guidewires. An unplanned additonal stent was placed to cover the dissection.